Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "false 'downstream occlusion' alarm". The evaluation found that the downstream sensor had an elevated signal with a loaded fluid filled set. The elevated signal level makes the pump more sensitive to false "downstream occlusion: alarms. The force sensor flex assembly was replaced.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "downstream occlusion." There was no pt involvement.